Event description:
Additional information received indicated that the maneuvering during the transseptal puncture likely caused the tamponade and there was only competitor product in the heart at this time of the procedure.

Event description:
It was reported that during a cryo ablation procedure, while doing the transseptal puncture a pericardial tamponade appeared with contrast agent, with no further deterioration of the condition. Intervention was performed to prevent permanent impairment and hospitalization timeline was extended. The procedure was able to be completed with cryo and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.